Manufacturer narrative:
(B)(4). Batch # t5at2h. Investigation summary: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, noted the anvil gap met manufacturing specifications. There were no issues removing the test skin from the device. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information provided: the surgeon was performing a proctectomy and ileoanal pouch on a male patient. The case started laparoscopically but was converted to open due to being a difficult case and the patient having a narrow pelvis. There was already a pfannenstiel incision prior to use of the device. The device was introduced to complete the anastomosis, but when the fellow was closing the stapler, the anvil fell off. The device was reopened and the anvil was reattached. The device closed fine after that. The device was fired and confirmation of the firing was received. However, there was resistance felt and difficulty with removing the device. The device was rotated and fishtailed multiple times before it finally came out. The device cut two nice donuts, however, the anastomosis fell apart. No staples could be seen in the pouch or cuff. There is concern that no staples fired. The procedure was completed with a hand sewn anastomosis as there was not enough rectum to re-staple. The patient has been discharged with a diverting loop as planned and will be re-evaluated in about 6 weeks.

Event description:
It was reported that during an ileo-anal pouch anastomosis, the device was fired by dr. G and there were "no staples in the device" and formed an incomplete anastomosis. Dr. H sutured together the incomplete anastomosis for continuity. They had to resect part of the ileal pouch which compromised the viability of it as a conduit due to what was described as the non-existent staple line. The surgery was delayed 60 minutes due to the reported event. The procedure was successfully completed. Patient is described as having a poor recovery, with no other detail. Additional information was provided after a meeting with the attending surgeon who was at the patient's side of the bed. Her fellow was below and fired the device. Both md's described that the anvil was initially attached to the device, positive click felt as well as the orange warning ring was completely covered. As the device was being closed (first 1/3 of closure), the anvil suddenly detached from the trocar. They reconnected the anvil and trocar and proceeded to utilize the stapler as described in the IFU. After the green check was indicated, dr. G indicated it was specifically difficult to remove from the patient, however, after the 90/90 was repeated several times, the stapler detached. Dr. G described from above, the ileal pouch fell cephalad and the rectum retreated caudate with a clear circular incision. Dr. G felt for staples as did the fellow from the rectal side and none were observed in tissue. Two doctors were called in to assist in rescue the anastomosis. Dr. H described observing no staples in either part of the attempted anastomosis. The patient's rectum was sutured by hand to the rectal stump successfully. Patient is still recovering from event, however, so far is indicated as making recovery.